Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days post-operatively where the device was used for hemostasis, the suture did not absorb and the wound was a little red. Disinfection treatment was given to the patient.